Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge alarm (alarm 1) occurred during basal deliveries and that the insulin gauge was inaccurate. Reportedly, customer successfully loaded a new cartridge to resolve the issues and resumed insulin delivery. Additionally, it was reported that a resume pump alarm occurred. The customer declined further troubleshooting with tandem technical support regarding the resume pump alarm, therefore no additional information could be obtained. There was no impact to the customer's blood glucose level.